Event description:
Caller reported a malfunction on the pump. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset information and assisted the caller in resetting the pump, allowing the customer to continue using the pump. The caller was advised to contact technical support again if any malfunction code recurs, and they acknowledged and understood the instructions.